Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that he had experienced a blood glucose of 40 mg/dl. Customer stated low blood glucose levels were a problem for him since before he had the insulin pump. Customer's blood glucose at time of report was 113 mg/dl. Troubleshooting was performed. Customer stated the drive support cap appeared normal. The reservoir was showing the same amount of insulin as was shown on the status screen. Customer stated he had been going back and forth with healthcare provider to get the numbers correct. Customer was advised to monitor the insulin pump and call back if issues were to persist or further assistance were to be needed.